Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was partially deployed. The body, marker tube, lever, guide and sheath were examined and found to be normal and undamaged. During the examination of the posterior foot the needle strike mark was detected above the foot pocket. Also the posterior foot was still in the foot pocket with its tabs intact. The posterior needle tip had been broken off and not returned. The anterior cuff was out of the foot pocket with its tabs broken indicating a cuff detachment due to the posterior cuff miss. Based on these finding the reported experience of cuff miss is confirmed. The most probable root cause for the posterior cuff miss and subsequent failure to harvest the suture is due to needle deflection during plunger deployment by either interaction with patients anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.